Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug-eluting stent was selected for use. At an unspecified time, a shaft break occurred. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug-eluting stent was selected for use. At an unspecified time, a shaft break occurred. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 368 mm distal to the distal end of the catheter strain relief. The hypotube may have broken at this location due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).